Event description:
Instrument returned from south america with a request for repair. No malfunction was reported, however investigation has yet to determine when or how device came to be broken or the location of missing pieces.